Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #01 MFR report: 3005168196-2017-00151. This report is associated with MFR report numbers: 1. 3005168196-2017-00150 2. 3005168196-2017-00152.

Manufacturer narrative:
(B)(4). The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported events. Ischemia and neurological deficits including stroke are known and anticipated complications with these types of procedures and are noted in the device labeling. Therefore, it was determined that these reported adverse events were anticipated procedural complications. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-00150, 3005168196-2017-00152. The device was implanted into the patient.

Event description:
On (B)(6) 2016, the patient underwent a coil embolization procedure in the right middle cerebral artery (mca) using penumbra smart coils (smart coils) with no complications. Later that same day, the patient had a stroke with left facial droop, slurred speech, and left upper extremity weakness. The patient's national institutes of health stroke scale (nihss) score was 4-6. The physician classified the stroke as a serious event because the patient required hospitalization. The patient was also given integrilin and neo-synephrine. A computerized tomography (CT) scan was then performed and revealed no acute changes. On (B)(6) 2016, the patient complained of a headache on the right side over the eyebrow and left frontal and was given a medrol pack. The headache then resolved on the same day with no residual effects. The physician classified the headache as a non-serious event with a mild severity level. On (B)(6) 2016, the stroke event also resolved with no residual effects. At this time, the patient had an nihss score of 0 and the severity level was classified as moderate. The reported stroke was adjudicated to have a possible relationship to the smart coil system and angiographic procedure and an unrelated relationship to the aneurysm/malformation. The reported headache was adjudicated to have a possible relationship to the smart coil system and angiographic procedure and an unrelated relationship to the aneurysm/malformation.